Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during manual priming. Blood glucose level at the time of the incident was 141 mg/dl. During troubleshooting, the customer was able to get insulin to exit the tubing only after changing the reservoir. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open / used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out of the catheter tip. No occlusion was noted.